Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigation's are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The date of event is unknown. The date entered in section b3 is based on the customer's report of "4 weeks ago". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery issue was reported with the abbott diabetes care (adc) device. The customer was unable to obtain glucose readings due to the device "does not charge". As a result, the customer experienced a loss of consciousness and was unable to self-treat, requiring treatment of glucose intravenously provided by healthcare professional (paramedic) with a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Reader did not power on with button depression ,strip, or usb cable insertion. The reader was connected to computer and software was not able to recognize the reader. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader and usb port lifted off the solder pads was observed. The reader was placed into test fixture to download log. Therefore, the issue is not confirmed to use due to poor connection to the pcba (printed circuit board assembly) by damage usb port. This also serves as a correction report. Section h11 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery issue was reported with the abbott diabetes care (adc) device. The customer was unable to obtain glucose readings due to the device "does not charge". As a result, the customer experienced a loss of consciousness and was unable to self-treat, requiring treatment of glucose intravenously provided by healthcare professional (paramedic) with a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.